Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("she began to feel pain in the pelvic region that became constant (chronic pain)"), device breakage ("essure divided into two cutting parts, scheduled the emergency surgery for june 6th, which was canceled due to lack of an anesthesiologist."), uterine perforation ("essure had broken, one of the parts was in her uterus, stuck like a hook, piercing her organ"), fallopian tube perforation ("a part of the fragmented essure perforated the tubes and was installed in the intestine") and gastrointestinal injury ("a part of the fragmented essure perforated the tubes and was installed in the intestine") in a 27 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Other product or product use issues identified: complication of device removal ("only part of the device had been found in your uterus and the other part was not found in the organ" on (B)(6) 2022) and device ineffective ("after 2 years of essure insertion she became pregnant" in 2014). The patient had a medical history of shellfish allergy, c-section (2 c-section) and gravida ii. Denies smoking and alcohol consumption. Previously administered products included: desogestrel. As concurrent condition the report mentioned cardiovascular risk (vascular problems prone to thrombosis). The only concomitant product mentioned was yasmin (drospirenone + ethinylestradiol) since 2016. In (B)(6) 2013, the patient had essure inserted. In 2014 she experienced pregnancy with contraceptive device ("after 2 years of essure insertion she became pregnant"). Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), fallopian tube perforation (seriousness criteria hospitalisation and intervention required), gastrointestinal injury (seriousness criterion medically important), uterine pain ("stinging sensation in the uterus as if it is being punctured after the delivery of her third child"), dyspareunia ("pain during and after sexual intercourse after the delivery of her third child"), coital bleeding ("bleeding during and after sexual intercourse after the delivery of her third child"), uterine inflammation ("uterine inflammation after the delivery of her third child"), vaginal discharge ("strong odor from the vaginal fluid after the delivery of her third child"), genital haemorrhage ("excessive bleeding"), cervicitis ("uterine cervix nonspecific chronic cervicitis"), adnexa uteri cyst ("paratubal cyst."), fallopian tube congestion ("vessel congestionin in the fallopian tube") and fallopian tube enlargement ("fallopian tube oedema"). The patient was hospitalised from (B)(6) 2022 for 7 days. The patient was treated with loratadina (loratadine), tramadol, ibuprofeno, dipirona sodica (metamizole sodium), lactulose and oleo mineral (paraffin, liquid) as well as surgery (essure removallaparoscopy with bilateral salpingectomyon (B)(6) 2022 and 2nd essure removal procedural on (B)(6) 2022). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The caesarean delivery occurred on an unknown date. The reporter considered adnexa uteri cyst, cervicitis, coital bleeding, device breakage, dyspareunia, fallopian tube congestion, fallopian tube enlargement, fallopian tube perforation, gastrointestinal injury, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, uterine inflammation, uterine pain, uterine perforation and vaginal discharge to be related to essure administration. The reporter commented: she had been used essure for 7 years with chronic pelvic pain with patient, date of pregnancy discrepanty in 2013 or 2014. Surgery removal procedure was postpone. Patient operated on (B)(6) 2022, after surgery canceled on (B)(6) 2022, vaginally for total hysterectomy and bilateral salpingectomy. During procedure, unidentified device in the part in the left adnexal region. The tube on the left side was very adherent to the ovary superiorly, which made it impossible to remove it via the low route. It was decided to perform x-ray of the posterior pelvis and re-approach if necessary, laparoscopically, to avoid open laparotomy, which could be white, since it is difficult to detect the device in the piece without a detailed analysis of it. When performing an x-ray of the pelvis, an essure device was identified in the apparent left adnexal region. Patient at the moment with postoperative discomfort within the expected for the condition. Hemodynamically stable. Although the patient's clinical stability, gynecology's next elective operating room would only be on the (B)(6) 2022. In view of this, the need to re-approach, and jointly decided to urgent surgery and resolve the patient's condition, since she was still hospitalized, thus avoiding greater psychological discomfort for her, as well as faster recovery. Surgical team available outside of their shift schedule to resolve the condition presented, the pains resulting from the essure placement and defect in the product was recognized by the claimant, and she has been no able to work. With all these misfortunes, constant pain, excessive bleeding, the applicant began to suffer psychological damage because she could not help at home and support her children.pictures of surgery was provided. Gynaecological exam on (B)(6) 2022 coapted vaginal dome, whitish and lumpy secretion adhered without odor. Conduct - I miconazole vaginal. Diagnostic results (normal ranges are provided in parenthesis if available): [electrocardiogram] on (B)(6) 2022: sinus rhythm, normal pr, qrs, and qt intervals, ECG within normal limits. [Gynaecological examination] on (B)(6) 2021: absence of genital prolapse; on (B)(6) 2021: flat with pain on palpation deep in the left iliac fossa, non-palpable appendages. Bimanual transvaginal: posterior neck, short, thick and closed. Absence of pain, mobilization of the cervix and attachments; absence of secretions and/or bleeding in the finger glove. Mmii without edema and calf paste. [Magnetic resonance imaging] on (B)(6) 2021: uterus in antiverse flexion, slightly deviated to the left, 53.2cm³. Intrauterine device of magnetic non-susceptibility next to the exit orifice of the uterine tubes. Regular junctional zone, 5mm thick. Homogeneous endometrium. 2 mm. Endometriosis research: free. Right ovary 8.6cm³. Left ovary 7.4cm³ and bone structures intact. Regional myotendinous planes conserved. Bladder with good repletion, thin walls and homogeneous signal content. Free ureteral meatus. Vaginal canal with good luminal distension by the gel, thin and smooth walls. Uterine cervix and cervical canal preserved. Uterus in anteversion flexion, slightly deviated to the left, with preserved dimensions and regular contours. It measures 6.3 x 3.8 x 4.3 in, with an estimated volume of 53.2 in'. Intrauterine device of non-magnetic susceptibility next to the tube exit hole. Junctional zone regular thickness in the posterior body wall : 5 mm with usual signal intensity. Naboth cysts in the uterine cervix. Homogeneous and centered endometrium, with a thickness of 2 mm. Evaluation directed to the investigation of endometriosis: retrocervical: free.- vesicouterine recess: free. Anterior vaginal fornix: free.- uterosacral ligaments: free.. Rectovaginal septum: free. Round ligaments: free.- distal ureters: free- abdominal wall: no obvious lesions. Topic right ovary, with normal dimensions, regular contours and usual signal intensity. The ovary measures 3.6 x 2.1 x 2.2 in, with a volume of 8.6 in'. Topic left ovary, with normal dimensions, regular contours and usual signal intensity. The ovary measures 4.9 x 1.4 x 2.1 in, with a volume of 7, 4 in'. Absence of pathological free fluid in the cavity. There is no evidence of pelvic lymphadenopathy. [Pathology test] on (B)(6) 2022: material received 14-jun-2022: left tube and omentum. Macroscopy: materials received in 2 different vials and specified below: 1. "Left tube": ruptured tube, measuring 4.3x0.3 cm, with serosa congested. When cutting, the light is virtual. Block 1. 2. "Omentum": two irregular fragments of yellow and elastic tissue, the largest measuring 2x1.7x0.3 cm. When cut, yellowish and unctuous surface. In the same bottle, there is a loose, metallic and spiral structure. Block 2. 1. "Left fallopian tube": * fallopian tube showing edema and vasocongestion. * paratubal cyst. 2. "Omentum": adipose tissue with edema and vasocongestion. Uterus, uterine cervix and bilateral tubes. Histopathological diagnosis: ¿uterus and fallopian tubes¿, surgical specimen: - uterine cervix: nonspecific chronic cervicitis. ¿ uterine body: endometrium: secretor. - fallopian tube 1: paratubal cyst. ¿ fallopian tube 2: vasocongestion and edema; on 08-jul-2022: material: cervix and bilateral tubes. Macroscopy: fixed in formalin uterus previously sectioned with external surface coated with thick and congested serosa, measuring the uterine body 5x4x3.9, the myometrium measures 2 cm thick and the endometrium 0.2 cm, the body of another measures 3.6x3.3x3.0 cm and has an external slit hole. Unidentified loose uterine outlets when their laterality asks, each measuring 4x0.5 cm and 4.8x1.8 cm, both covered by smooth and opalescent serosa. It is also noted that one in each tube is located bilaterally, in the light of the intraluminal portion of the tubal spiral metallic devices can be seen entering the uterine wall during the macroscopic inspection of the piece. Diagnosis: uterine cervix nonspecific conical cervicitis, uterine body endometrium secretory fallopian tube 1 paratubal cyst, fallopian tube 2 vessel congestion and edema; on (B)(6) 2022: material received left tube and omentum. Macroscopy material received in 2 different vials and specified below. Left tuba, ruptured tuba measuring another 4.3x0.3 cm with congested serosa to the light and visible cuts. Omentum, 2 irregular fragments of yellow and elastic tissue measuring the largest 2 x 1.7 x 0.3 cm at sections yellowish and oily surface in the same vial notes loose metallic and spiral structure. Diagnosis left fallopian tube fallopian tube showing edema, vesselcongestion and cyst paratubarium; omentum adipose tissue with edema vesselcongestion [smear test] in (B)(6) 2019: unaltered epithelium, negative for malignancy; in (B)(6) 2020: unaltered epithelium, negative for malignancy. [Specialist consultation] on (B)(6) 2020: complaint of cramping in the lower abdomen and abnormal uterine bleeding after having essure placed in 2013 and user of essure for 7 years and says she got pregnant 2 years after having placed the essure pelvic reporter and dysmenorrhea and abnormal uterine bleeding after having placed the essure and which has worsened for about 1 year ecotv = essure projected in the left tube, salpingectomy and removal of essure schedulled; on (B)(6) 2021: increased menstrual flow from 03 days to 12 days. Decreased libido. Pregnancy post essure. Persistent cramps worse after sexual intercourse. Varicose veins. Headache 03 days before menstruations. Pains like pulling and potty in left iliac fossa. Diuresis and defecations normal. Refers to leucorrhoea small yellowish volume with strong odor. Sensation of vaginal swelling; on (B)(6) 2021: bearer of essure, since 2013. Got pregnant in 2014. Now also using yasmim. Refersincreased menstrual flow from 3 to 12 days, presence of stitches in the left iliac fossa, persistent cramps with worsening after sexual intercourse and echotransvaginal without abnormalities; on (B)(6) 2021: considering pelvic pain, with essure, and the patient's desire, we recommend a hysterectomy (assessment via the abdomen) for the patient. I talk with the patient about the reason for the surgical indication, as well as the risks involved with the procedure - and she may even have pelvic pain after the procedure (keeping her aware and well informed). - I request preoperative exams; on (B)(6) 2021: she reports constant pelvic pain, especially during sexual intercourse (dyspareunia - however the patient reports that in certain positions there is an improvement in pain, pain increases with the decrease in libido and pelvic pain; on (B)(6) 2021: patient appears to show surgical risk and gives a signed consent form to perform a hysterectomy with salpingectomy. Denies complaints at the moment. Refers to use of yasmin to maintain continuity as directed. She reports constant pelvic pain, especially during sexual intercourse (dyspareunia however the patient reports that in certain positions there is pain improvement; and this complaint is accentuated with decreased libido; on (B)(6) 2022: patient appears to show surgical risk and gives a signed consent form to perform a hysterectomy with salpingectomy. Denies complaints at the moment. Refers to use of yasmin to maintain continuity as directed. She reports constant pelvic pain, especially during sexual intercourse (dyspareunia - however the patient reports that in certain positions there is pain improvement; and this complaint is accentuated with decreased libido [ultrasound scan vagina] on (B)(6) 2020: uterus in antiverse flexion 56 cm³. Homogeneous myometrium. Endometrium: 7.5mm. Right ovarian: 1.6cc. Left ovarian: 1.6cc. Essure-compatible image on the left, uterus in antiverse flexion 56 cm³. Homogeneous myometrium. Endometrium: 7.5mm. Direct ovary: 1.6cc. Left ovary: 1.6cc. Essure compatible in left side and uterus: in anteversion, centered, with regular contours and precise limits. Measuring: 6.90 x 3.69 x 4.29 cm and volume: 56.80 cm". (Reference: 25 to 160 cm3); myometrium with homogeneous acoustic texture. Endocervical canal closed. Normal mobility. Endometrial echo present, well delimited, regular, homogeneous echogenic. Endometrial echo thickness: 7.5 mm. Annexes: right ovary to -uterine, with regular contours and precise limits. Exhibiting parenchyma of mixed texture and normal echogenicity. Normal mobility. Ovary measurements: 1.90 x 0.97 x 1.68 cm and volume: 1.61 in". (Reference: 3 to 9 in') left para-uterine ovary, with regular contours and precise boundaries. Displaying parenchyma of mixed texture normal mobility no micropolycystic appearance. Ovary measurements: 1.83 x 0.98 x 1.80 cm and volume: 1.68 in? (Reference: 3 to 9 cm3). Observations: it is observed in the exit of the left tube, a hyperechoic image with posterior acoustic shadow, in the form of an arc, suggestive of essure. Diagnostic hypothesis:normal uterus;r egular endometrium; hypotrophic ovaries (use of oac). Echogenic image suggestive of essure, in tube topography left [x-ray of pelvis and hip] on (B)(6) 2020: shows the presence of essure projected into the pelvis; on (B)(6) 2022: essure device in apparent left adnexal region. The most recent follow-up information incorporated above includes data received on: 19-oct-2022: initial plus follow-up. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("she began to feel pain in the pelvic region that became constant (chronic pain)"), device breakage ("essure divided into two cutting parts, scheduled the emergency surgery for (B)(6), which was canceled due to lack of an anesthesiologist."), uterine perforation ("essure had broken, one of the parts was in her uterus, stuck like a hook, piercing her organ"), fallopian tube perforation ("a part of the fragmented essure perforated the tubes and was installed in the intestine"), gastrointestinal injury ("a part of the fragmented essure perforated the tubes and was installed in the intestine"), pregnancy with contraceptive device ("after 2 years of essure insertion she became pregnant") and genital haemorrhage ("excessive bleeding") in a 27 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("only part of the device had been found in your uterus and the other part was not found in the organ" on (B)(6) 2022) and device ineffective ("after 2 years of essure insertion she became pregnant" in 2014). The patient had a medical history of shellfish allergy, c-section (2 c-section) and gravida ii. Denies smoking and alcohol consumption. Previously administered products included: desogestrel. As concurrent condition the report mentioned cardiovascular risk (vascular problems prone to thrombosis). The only concomitant product mentioned was yasmin (drospirenone + ethinylestradiol) since 2016. In (B)(6) 2013, the patient had essure inserted. In 2014 she experienced pregnancy with contraceptive device (seriousness criterion medically important). Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), fallopian tube perforation (seriousness criteria hospitalisation and intervention required), gastrointestinal injury (seriousness criterion medically important), uterine pain ("stinging sensation in the uterus as if it is being punctured after the delivery of her third child"), dyspareunia ("pain during and after sexual intercourse after the delivery of her third child"), coital bleeding ("bleeding during and after sexual intercourse after the delivery of her third child"), uterine inflammation ("uterine inflammation after the delivery of her third child"), vaginal discharge ("strong odor from the vaginal fluid after the delivery of her third child"), genital haemorrhage (seriousness criterion medically important), cervicitis ("uterine cervix nonspecific chronic cervicitis"), adnexa uteri cyst ("paratubal cyst."), fallopian tube congestion ("vessel congestion in the fallopian tube") and fallopian tube enlargement ("fallopian tube oedema"). The patient was hospitalised from (B)(6) 2022 for 7 days. The patient was treated with loratadina (loratadine), tramadol, ibuprofeno, dipirona sodica (metamizole sodium), lactulose and oleo mineral (paraffin, liquid) as well as surgery (essure removal/ laparoscopy with bilateral salpingectomy on (B)(6) 2022 and 2nd essure removal procedural on (B)(6) 2022). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The caesarean delivery occurred on an unknown date. The reporter considered adnexa uteri cyst, cervicitis, coital bleeding, device breakage, dyspareunia, fallopian tube congestion, fallopian tube enlargement, fallopian tube perforation, gastrointestinal injury, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, uterine inflammation, uterine pain, uterine perforation and vaginal discharge to be related to essure administration. The reporter commented: she had been used essure for 7 years with chronic pelvic pain with patient, date of pregnancy discrepancy in 2013 or 2014. Surgery removal procedure was postponed. Patient operated on (B)(6) 2022, after surgery canceled on (B)(6) 2022, vaginally for total hysterectomy and bilateral salpingectomy. During procedure, unidentified device in the part in the left adnexal region. The tube on the left side was very adherent to the ovary superiorly, which made it impossible to remove it via the low route. It was decided to perform x-ray of the posterior pelvis and re-approach if necessary, laparoscopically, to avoid open laparotomy, which could be white, since it is difficult to detect the device in the piece without a detailed analysis of it. When performing an x-ray of the pelvis, an essure device was identified in the apparent left adnexal region. Patient at the moment with postoperative discomfort within the expected for the condition. Hemodynamically stable. Although the patient's clinical stability, gynecology's next elective operating room would only be on the (B)(6) 2022. In view of this, the need to re-approach, and jointly decided to urgent surgery and resolve the patient's condition, since she was still hospitalized, thus avoiding greater psychological discomfort for her, as well as faster recovery. Surgical team available outside of their shift schedule to resolve the condition presented, the pains resulting from the essure placement and defect in the product was recognized by the claimant, and she has been no able to work. With all these misfortunes, constant pain, excessive bleeding, the applicant began to suffer psychological damage because she could not help at home and support her children. Pictures of surgery was provided. Gynaecological exam on (B)(6) 2022 coapted vaginal dome, whitish and lumpy secretion adhered without odor. Conduct - I miconazole vaginal. Diagnostic results (normal ranges are provided in parenthesis if available): [electrocardiogram] on (B)(6) 2022: sinus rhythm, normal pr, qrs, and qt intervals, ECG within normal limits. [Gynaecological examination] on (B)(6) 2021: absence of genital prolapse; on (B)(6) 2021: flat with pain on palpation deep in the left iliac fossa, non-palpable appendages. Bimanual transvaginal: posterior neck, short, thick and closed. Absence of pain, mobilization of the cervix and attachments; absence of secretions and/or bleeding in the finger glove. Mmii without edema and calf paste. [Magnetic resonance imaging] on (B)(6) 2021: uterus in antiverse flexion, slightly deviated to the left, 53.2cm³. Intrauterine device of magnetic non-susceptibility next to the exit orifice of the uterine tubes. Regular junctional zone, 5mm thick. Homogeneous endometrium 2 mm. Endometriosis research: free. Right ovary 8.6cm³. Left ovary 7.4cm³ and bone structures intact. Regional myotendinous planes conserved. Bladder with good repletion, thin walls and homogeneous signal content. Free ureteral meatus. Vaginal canal with good luminal distension by the gel, thin and smooth walls. Uterine cervix and cervical canal preserved. Uterus in anteversion flexion, slightly deviated to the left, with preserved dimensions and regular contours. It measures 6.3 x 3.8 x 4.3 in, with an estimated volume of 53.2 in'. Intrauterine device of non-magnetic susceptibility next to the tube exit hole. Junctional zone regular thickness in the posterior body wall : 5 mm with usual signal intensity. Naboth cysts in the uterine cervix. Homogeneous and centered endometrium, with a thickness of 2 mm. Evaluation directed to the investigation of endometriosis: retrocervical: free.- vesicouterine recess: free. Anterior vaginal fornix: free.- uterosacral ligaments: free.. Rectovaginal septum: free. Round ligaments: free.- distal ureters: free- abdominal wall: no obvious lesions. Topic right ovary, with normal dimensions, regular contours and usual signal intensity. The ovary measures 3.6 x 2.1 x 2.2 in, with a volume of 8.6 in'. Topic left ovary, with normal dimensions, regular contours and usual signal intensity. The ovary measures 4.9 x 1.4 x 2.1 in, with a volume of 7, 4 in'. Absence of pathological free fluid in the cavity. There is no evidence of pelvic lymphadenopathy. [Pathology test] on (B)(6) 2022: material received (B)(6) 2022: left tube and omentum. Macroscopy: materials received in 2 different vials and specified below: 1. "Left tube": ruptured tube, measuring 4.3x0.3 cm, with serosa congested. When cutting, the light is virtual. Block 1. 2. "Omentum": two irregular fragments of yellow and elastic tissue, the largest measuring 2x1.7x0.3 cm. When cut, yellowish and unctuous surface. In the same bottle, there is a loose, metallic and spiral structure. Block 2. 1. "Left fallopian tube": * fallopian tube showing edema and vasocongestion. * paratubal cyst. 2. "Omentum": adipose tissue with edema and vasocongestion. Uterus, uterine cervix and bilateral tubes. Histopathological diagnosis: ¿uterus and fallopian tubes¿, surgical specimen: - uterine cervix: nonspecific chronic cervicitis. ¿ uterine body: endometrium: secretor. - fallopian tube 1: paratubal cyst. ¿ fallopian tube 2: vasocongestion and edema; on (B)(6) 2022: material: cervix and bilateral tubes. Macroscopy: fixed in formalin uterus previously sectioned with external surface coated with thick and congested serosa, measuring the uterine body 5x4x3.9, the myometrium measures 2 cm thick and the endometrium 0.2 cm, the body of another measures 3.6x3.3x3.0 cm and has an external slit hole. Unidentified loose uterine outlets when their laterality asks, each measuring 4x0.5 cm and 4.8x1.8 cm, both covered by smooth and opalescent serosa. It is also noted that one in each tube is located bilaterally, in the light of the intraluminal portion of the tubal spiral metallic devices can be seen entering the uterine wall during the macroscopic inspection of the piece. Diagnosis: uterine cervix nonspecific conical cervicitis, uterine body endometrium secretory fallopian tube 1 paratubal cyst, fallopian tube 2 vessel congestion and edema; on (B)(6) 2022: material received left tube and omentum. Macroscopy material received in 2 different vials and specified below. Left tuba, ruptured tuba measuring another 4.3x0.3 cm with congested serosa to the light and visible cuts. Omentum, 2 irregular fragments of yellow and elastic tissue measuring the largest 2 x 1.7 x 0.3 cm at sections yellowish and oily surface in the same vial notes loose metallic and spiral structure. Diagnosis left fallopian tube fallopian tube showing edema, vesselcongestion and cyst paratubarium; omentum adipose tissue with edema vesselcongestion [smear test] in (B)(6) 2019: unaltered epithelium, negative for malignancy; in (B)(6) 2020: unaltered epithelium, negative for malignancy. [Specialist consultation] on (B)(6) 2020: complaint of cramping in the lower abdomen and abnormal uterine bleeding after having essure placed in 2013 and user of essure for 7 years and says she got pregnant 2 years after having placed the essure pelvic reporter and dysmenorrhea and abnormal uterine bleeding after having placed the essure and which has worsened for about 1 year ecotv = essure projected in the left tube, salpingectomy and removal of essure scheduled; on (B)(6) 2021: increased menstrual flow from 03 days to 12 days. Decreased libido. Pregnancy post essure. Persistent cramps worse after sexual intercourse. Varicose veins. Headache 03 days before menstruations. Pains like pulling and potty in left iliac fossa. Diuresis and defecations normal. Refers to leucorrhoea small yellowish volume with strong odor. Sensation of vaginal swelling; on (B)(6) 2021: bearer of essure, since 2013. Got pregnant in 2014. Now also using yasmim. Refers increased menstrual flow from 3 to 12 days, presence of stitches in the left iliac fossa, persistent cramps with worsening after sexual intercourse and echotransvaginal without abnormalities; on (B)(6) 2021: considering pelvic pain, with essure, and the patient's desire, we recommend a hysterectomy (assessment via the abdomen) for the patient. I talk with the patient about the reason for the surgical indication, as well as the risks involved with the procedure - and she may even have pelvic pain after the procedure (keeping her aware and well informed). - I request preoperative exams; on (B)(6) 2021: she reports constant pelvic pain, especially during sexual intercourse (dyspareunia - however the patient reports that in certain positions there is an improvement in pain, pain increases with the decrease in libido and pelvic pain; on (B)(6) 2021: patient appears to show surgical risk and gives a signed consent form to perform a hysterectomy with salpingectomy. Denies complaints at the moment. Refers to use of yasmin to maintain continuity as directed. She reports constant pelvic pain, especially during sexual intercourse (dyspareunia however the patient reports that in certain positions there is pain improvement; and this complaint is accentuated with decreased libido; on (B)(6) 2022: patient appears to show surgical risk and gives a signed consent form to perform a hysterectomy with salpingectomy. Denies complaints at the moment. Refers to use of yasmin to maintain continuity as directed. She reports constant pelvic pain, especially during sexual intercourse (dyspareunia - however the patient reports that in certain positions there is pain improvement; and this complaint is accentuated with decreased libido. [Ultrasound scan vagina] on (B)(6) 2020: uterus in antiverse flexion 56 cm³. Homogeneous myometrium. Endometrium: 7.5mm. Right ovarian: 1.6cc. Left ovarian: 1.6cc. Essure-compatible image on the left, uterus in antiverse flexion 56 cm³. Homogeneous myometrium. Endometrium: 7.5mm. Direct ovary: 1.6cc. Left ovary: 1.6cc. Essure compatible in left side and uterus: in anteversion, centered, with regular contours and precise limits. Measuring: 6.90 x 3.69 x 4.29 cm and volume: 56.80 cm". (Reference: 25 to 160 cm3); myometrium with homogeneous acoustic texture. Endocervical canal closed. Normal mobility. Endometrial echo present, well delimited, regular, homogeneous echogenic. Endometrial echo thickness: 7.5 mm. Annexes: right ovary to -uterine, with regular contours and precise limits. Exhibiting parenchyma of mixed texture and normal echogenicity. Normal mobility. Ovary measurements: 1.90 x 0.97 x 1.68 cm and volume: 1.61 in". (Reference: 3 to 9 in') left para-uterine ovary, with regular contours and precise boundaries. Displaying parenchyma of mixed texture normal mobility no micropolycystic appearance. Ovary measurements: 1.83 x 0.98 x 1.80 cm and volume: 1.68 in (reference: 3 to 9 cm3). Observations: it is observed in the exit of the left tube, a hyperechoic image with posterior acoustic shadow, in the form of an arc, suggestive of essure. Diagnostic hypothesis:normal uterus; regular endometrium; hypotrophic ovaries (use of oac). Echogenic image suggestive of essure, in tube topography left. [X-ray of pelvis and hip] on (B)(6) 2020: shows the presence of essure projected into the pelvis; on (B)(6) 2022: essure device in apparent left adnexal region. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-oct-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.